Event description:
A patient rpeorted experiencing inaccurate erratic results with a ot basic enhanced meter. The patient's blood glucose results were 69mg/dl (right hand), 220mg/dl (left hand). Tests were done within less than 10 minutes with a difference of 93%. Patient did not experience any adverse events. No futher information has been reported.